Event description:
Recurring problem with broken doors on pca infusion pumps. Two (2) successive orders of new doors from the MFR have had hairline cracks at the top two rivets where the metal hinge attaches to the plastic door and around the keypad access port. Reviewed by safety committee on 7/30/6 with recommendation to file medwatch report with MFR with request to assess design vs implementation of design vs design flaw vs quality control issue.